Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The energy was stable during the whole day. The related treatment could not be identified but the review for the complete day showed no abnormalities or deviations. No technical root cause could be identified. The clinical applications specialist (cas) stated there is no known correlation between the laser and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. Reported event is related to the environmental conditions in the clinic or to the process they apply pre- and post-operative the manufacturer internal reference number is: 2020-64205

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient developed mild uveitis followed by severe pigment dispersion glaucoma post femto laser procedure. The surgeon feels issues are related to laser. A topical antibiotic/steroid drop, topical steroid, several lubricating drops and gel, steroid ointment and topical antibiotic drop were prescribed. There are multiple related reports for this facility. This report addresses patient (B)(6)left eye and other manufacturer reports will be filed.